Event description:
The customer reported that the pt sustained a burn mark on their chest following successful defibrillation.

Manufacturer narrative:
The customer reported that the pt sustained a burn mark on their chest following successful defibrillation. A follow-up report will be submitted after philips obtains more information about this event.